Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
This part did not meet the 2.5 nm test. The part isi measuring 3.5-4 nm. This was during the annual torque testing.

Manufacturer narrative:
The reported incident that torque limiter 2.5nm, ao fitting was allegedly not functional could be confirmed. The device functional inspection revealed that the device is out of specification. It shows an average torque value of 3.599 nm, when it should be between 2.25nm and 2.75nm. Close inspection of the inside of the torque limiter, showed that the wheels have some damages, probably resulting from the multiple use characteristic of this instrument. Based on the investigation, the root cause was determined to be user related. The failure was probably caused either by the device wear or by misuse of this instrument. As there were no information regarding the last time this device was used, it cannot be excluded a misuse of the device. Additionally, regular testing is required for this instrument as, not only the misuse can cause incorrect readings of the torque, but also the natural wear of the material. The wear will depend on the number of usages and on how the device itself was used. Note, as stated in the IFU for the maintenance of torque limiters (v15020): ¿to ensure accurate torque measurement over time, torque limiters require periodic testing: 702760 - 2.5nm torque limiter must be tested every 100 surgeries or 1 year. Torque limiters within specification can be used for surgery. Torque limiters close to specification limit should be tested frequently to ensure remaining within specification. Torque limiters outside specification must be discarded and replaced by new ones.¿ [original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
This part did not meet the 2.5 nm test. The part isi measuring 3.5-4 nm. This was during the annual torque testing